Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure confirmation test." The patient's medical history included vulvovaginitis from 2001 to 2004, fibrosis from 2001 to 2004, cervicitis from 2001 to 2004, irregular periods, uterine leiomyoma and abnormal uterine bleeding. Previously administered products included for prevent pregnancy: norplant from 2001 to 2004. Concurrent conditions included overweight. Concomitant products included cyclobenzaprine, ibuprofen since 2009, lidocaine, metronidazole (metrogel), naproxen and tranexamic acid (lysteda). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced weight fluctuation ("weight gain/loss"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding),"). In (B)(6) 2010, the patient experienced migraine ("migraines /headaches") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/neurological condition or problems- type anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods),"), fatigue ("fatigue"), headache ("headaches") and abdominal distension ("bloated") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, anxiety, migraine, dysmenorrhoea, dyspareunia, back pain, weight fluctuation, pelvic pain, abdominal pain, intermenstrual bleeding, fatigue, hormone level abnormal, headache, weight decreased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, pelvic pain, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2005. Current weight 200 lbs. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),general abnormal bleeding, fatigue, hormonal changes, headaches, weight gain, weight loss, bloated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Reporter information, medical history, concomitant drugs added. Removal surgery added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure confirmation test". The patient's medical history included vulvovaginitis from 2001 to 2004, fibrosis from 2001 to 2004, cervicitis from 2001 to 2004, irregular periods, uterine leiomyoma and abnormal uterine bleeding. Previously administered products included for prevent pregnancy: norplant from 2001 to 2004. Concurrent conditions included overweight. Concomitant products included cyclobenzaprine, ibuprofen since 2009, lidocaine, metronidazole (metrogel), naproxen and tranexamic acid (lysteda). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced weight fluctuation ("weight gain/loss"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding),"). In (B)(6) 2010, the patient experienced migraine ("migraines /headaches") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/neurological condition or problems- type anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods),"), fatigue ("fatigue"), headache ("headaches") and abdominal distension ("bloated") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, anxiety, migraine, dysmenorrhoea, dyspareunia, back pain, weight fluctuation, pelvic pain, abdominal pain, intermenstrual bleeding, fatigue, hormone level abnormal, headache, weight decreased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, pelvic pain, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2005, (B)(6) 2005 current weight 200 lbs. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),general abnormal bleeding, fatigue, hormonal changes, headaches, weight gain, weight loss, bloated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure confirmation test.". The patient's previously administered products included for prevent pregnancy: norplant from 2001 to 2004. Concurrent conditions included overweight. Concomitant products included ibuprofen since 2009. On (B)(6) 2005, the patient had essure (ess205) inserted. In december 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain") and experienced weight fluctuation ("weight gain/loss (specify which one)"). In november 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding),"). In (B)(6) 2010, the patient experienced migraine ("migraines /headaches") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/neurological condition or problems- type anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), fatigue ("fatigue"), headache ("headaches") and abdominal distension ("bloated") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, dyspareunia, back pain, weight increased, weight fluctuation, pelvic pain, abdominal pain, metrorrhagia, fatigue, hormone level abnormal, headache, weight decreased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),general abnormal bleeding, fatigue, hormonal changes, headaches, weight gain, weight loss, bloated diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: case upgraded to serious incident. Only aka name was added from pfs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.